Event description:
Description of events according to initial reporter: district manager received a call from one of the doctors today that a celect platinum migrated above the renal veins. The physician did not place the filter, another hospital did. The physician said he had the films from the placement and the filter was placed below the renals. District manager and physician don¿t know who placed it/a lot number, but will try to obtain more information. Patient outcome: removal of the filter. The complainant did not report any adverse effects to the patient due to this occurrence.